Event description:
Healthcare professional reported, a right side exchange, due to patient¿s concerns with the product. Healthcare professional later reported rupture. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported, a right side exchange, due to patient¿s concerns with the product. Healthcare professional, later reported, rupture. Healthcare professional, later reported, capsular contracture, baker grade unknown and double capsule. Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: broken observed, on posterior side assessed, as unidentified (tear) opening (shell thickness was within specification). Capsular contracture: unable to observe, as it is a medical event. Not related to the device. Anxiety-product/procedure: unable to observe, as it is a medical event. Not related to the device. Double capsule: unable to observe, as it is a medical event. Not related to the device. Additional observations: creases were observed. Red particles observed, in the gel and shell.

Manufacturer narrative:
Additional, changed, and/or corrected data: b3, b5, b6, d6b, d9, h3, h6.

Event description:
Healthcare professional later reported right side capsular contracture baker grade unknown and double capsule. Device has been explanted and replaced.